Manufacturer narrative:
Device was discarded by the hospital. Without the instrument return, a full investigation can not be completed.

Event description:
During a procedure, which occured in 2007, there was a burn to the uterus. This required a second procedure on two days later. A vaginal hyst. Requiring reimplantation of the ureter, was done to treat the burn area. Device was discarded by the hospital.